Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that during a ventricular tachycardia episode, the implantable cardioverter defibrillator exhibited functional undersensing. The ventricular tachycardia was below the programmed ventricular tachycardia zone and an atrial paced event was blanking the tachycardia beat which resulted in undersensing and inhibition of therapy. Programming changes were made. There were no patient consequences.